Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/03/2019. Additional information was requested, and the following was obtained: it was reported that the procedure was a visceral surgery. Does this encompass a hernia repair? Yes. It was reported, no clip anchoring. Please clarify, are you indicating that the straps were not adhering to the mesh or tissue or is this an indication that the straps did not deploy? The straps were not adhering to the tissue. Were the straps deformed? No.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/03/2019. Additional summary: the analysis results found that the device was returned with no damage in the external components. Fire testing was not conducted because trigger was jammed. Upon disassembly the prongs of the fork were deformed causing the jamming. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. The instructions for use states that a minimum tissue thickness of 6.7 mm is required when applying the fastener over underlying bone, vessels, or viscera.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the procedure encompass a hernia repair? Please clarify, are you indicating that the straps were not adhering to the mesh or tissue or is this an indication that the straps did not deploy? Were the straps deformed?

Event description:
It was reported that the patient underwent a visceral procedure on (B)(6) 2018, and absorbable straps were used. During the procedure, there was no clip anchoring. The surgeon tried to attach a plate to the patient wall. It was reported that the plate was damaged because of the issue. The procedure was extended by about 45 minutes. A like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.